Manufacturer narrative:
This report is for unknown universal spinal system (uss). Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown universal spinal system (uss). PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: spiegl, u.j et al, release of moveable segments after dorsal stabilization, unfallchirurg2016 volume 119 (9) pages 747-54 (germany) doi 10.1007/s00113-014-2675-3. The purpose of this study was to determine the disc height and functional features in comparison to healthy intervertebral discs after removal of the dorsal fixator and particularly under consideration of the time span between dorsal stabilization and implant removal (ir).from 2010 to november 2011, a total of 19 patients (10 male and 9 female) with an average age of 35.8 years (range, 18-59 years) who had implant removal (ir) after dorsal stabilization of instable vertebral compression fractures of the thoracolumbar junction and lumbar spine were included in the study . Majority of the patients were treated with open (n=15; uss 2, synthes depuy, USA) and bisegmentally (n=17) and four patients with percutaneously (matrix, synthesdepuy, USA). The mean duration of follow-up time was after 6 months and then repeated after 12 months. The following complications were reported as follows: increased disc degeneration and fracture involvement of the adjacent cover plates this report is for an unknown synthes universal spinal system (uss). This is report 1 of 1 for (B)(4).